Event description:
My name is taylor eades. I'm 37. I was treated for tms(transcranial magnetic stimulation) in (B)(6) after restarting from september because of the dosage being set to high. I reported my issues of mild convulsions to my dr he lowered the dosage I restarted in (B)(6). October first through third reduced dosage from 120 to 80 offering better results. (B)(6) the director of the program didn't get the dosage change note tested me that day was a thursday. He set the dosage back up all the way to 120. It de railed the progress I was feeling and was never able to recover progress that even the regular technician pointed out that she noted as well. It ultimately lead to my dismissal from the practice because I threatened to go to the local news for not getting the answers I needed to why. This was under the supervision of dr (B)(6) at (B)(6). Since then I have noticed all of the following that has worsened or become new cognitive impairment, short-term memory or functional memory loss and decreased ability to multitask irritability, fatigue, panic attacks, chronic headaches, loss of balance, dizziness, tinnitus, speech problems, muscle pain / weakness / fasciculations / cramping / tightness, insomnia, dissociation, environmental sensitivities temperature, light, smell, and sound sensitivity to medications and supplements.